Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to excessive vaulting and shallow anterior chamber. The lens was repositioned prior to explant but the problem was not resolved. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to disparity between sulcus and wtw measurement.